Event description:
Caller reported aviva system blood glucose results of 121 mg/dl and 138 mg/dl, professional system result in the 68 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.